Event description:
As reported, during patient treatment, the user noticed leak on the icy catheter (lot no 79501) at the distal end of the balloon and observed empty saline bag. The catheter was placed on right femoral vein and the insertion was smooth. The insertion was done in one attempt by a physician well experienced with intravascular catheter placement. The total dwell time of the catheter was 6 hours, dwell time was 1 hour at the time of issue and 2 hours at the time of removal. The user observed air trap alarm on the thermogard xp ivtm system. No known impact or consequence to patient information was available.

Manufacturer narrative:
The reported event for icy catheter (lot no 79501) was confirmed. A pinhole leak was observed at the distal end of medial balloon during functional testing. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the distal end of medial balloon. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and there was one similar complaint reported for the icy catheter with lot no 79501. Ccr (B)(4) reported om (B)(6) 2018. A pinhole leak was observed at the proximal end of the distal balloon.

Manufacturer narrative:
Zoll has not received the icy catheter (lot no 85804) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
As reported, during patient treatment, the user noticed leak on the icy catheter (lot no 85804) at the distal end of the balloon and observed empty saline bag. The catheter was placed on right femoral vein and the insertion was smooth. The insertion was done in one attempt by a physician well experienced with intravascular catheter placement. The total dwell time of the catheter was 6 hours, dwell time was 1 hour at the time of issue and 2 hours at the time of removal. The user observed air trap alarm on the thermogard xp ivtm system. No known impact or consequence to patient.